Event description:
It was reported that the customer passed away at home. The caller stated that the customer had the flu, the lungs filled with fluid and the blood glucose may have bottomed out. The customer was home alone. The caller stated that the customer started feeling ill on christmas morning, drove home, and never recovered. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. It is unknown if the customer used sensors and if they were wearing a sensor at the time of death. The caller stated that they are awaiting the death certificate because the customer passed away over state line. The caller agreed to return the insulin pump for analysis. At this time, no further information is available.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Insulin pump did not have a battery when received. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump had minor scratches on display window and cracked reservoir tube lip. Data analysis: 12/21/14 daily total insulin = 26.675u, 12/22/14 daily total insulin = 24.600u, 12/23/14 daily total insulin = 25.100u, 12/24/14 daily total insulin = 28.900u, 12/25/14 daily total insulin = 27.350u, 12/26/14 daily total insulin = 31.300u and12/27/14 daily total insulin = 43.350u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.